Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The device was returned to the service center for further evaluation. During evaluation of the device at the service center, there was no evidence of foam particles found inside the assembly. The device was scrapped.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The device was returned to the service center for further evaluation. During evaluation of the device at the service center, there was no evidence of foam particles found inside the assembly. The device was scrapped.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The device was returned to the service center for further evaluation. During evaluation of the device at the service center, there was no evidence of foam particles found inside the assembly. The device was scrapped. The report initially had error box b. In this report it is corrected and updated.